Manufacturer narrative:
Aortic tag thoracic endoprosthesis (ctag) item number tgu404015 also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 4. The tevar indication was pain and rupture. Two conformable gore® tag® thoracic endoprostheses (tgu454515, tgu404015) were implanted within zone 3 and extended distally to zone 4. On an unknown date, approximately pod 5, the patient was discharged to home. The patient underwent follow up visits on unknown post operative day(s) pod(s): 39, 424 and 724. On an unknown date, approximately pod 39, aortic enlargement within the treated area in zone 3 - 4 was reported. The patient¿s maximum aortic diameter measured 44mm compared to 40 at the time of the initial treatment. No additional treatment was reported for the patient and on pod 424, the maximum aortic diameter for the patient was reported to be 56mm. Pod 724 the maximum diameter reported a decrease to 40mm.

Manufacturer narrative:
This patient record is duplicate information and has already been captured in medwatch submission # 2017233-2017-00036. The additional information only shows that the maximum aortic diameter has decreased which is not reportable.